Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device showed that an oily substance was leaking out of the scope. The issue was found during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g1, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image has a water stain (blurry). A root cause could not be identified. Based on the results of the investigation, the probable cause of the oily substance leaking from the scope is due to a tear in the biopsy channel and the blurry image is likely due to component failure from fluid or moisture. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.